Manufacturer narrative:
The device was not returned for evaluation. The device history record was review and there were no non-conformances or other issue found related to the complaint failure mode for lot w1809006. The root cause cannot be determined due to the product was not returned. The reported complaint was not confirmed. Linked to mfg report number: 1722447-2019-00002.

Event description:
This is 1 of 2 reports. A senior inventory analyst reported that the medicine cup included in the 13-2890 universal block tray, have tiny black particles in them and ¿two patients got infection due to contamination¿. Additional information was received on (B)(6) 2019 indicating that the incident happened on (B)(6) 2019. The patient was prepped for surgery and it is unknown if there was surgery delay. The product problem was discovered before, during and after an unspecified procedure. Request for additional information has been sent, but no other clinical information has been provided.